Event description:
Patient presented to the physician with the stimulation lead coming out of their neck. Physician brought the patient into the or and placed the stimulation lead back into place.

Event description:
Patient presented with erosion and exposure of the stimulation lead. Physician brought the patient into the operating room, dissected, re-positioned the stimulation lead, and placed the lead deeper.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin. Physician brought the patient into the or, placed the lead under the digastric tendon, sutured the lead down, and closed.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin. Physician brought the patient into the or, opened the incisions, and suspected a manipulation of the lead. Physician removed the entire inspire system.